Manufacturer narrative:
Correction: d9 return date previously reported as feb 13, 2025, now corrected to feb 5, 2025. D6b explant date updated.

Event description:
Related manufacturer report number: 2017865-2025-14963, 2017865-2025-14962. It was reported that the patient passed away due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter defibrillator system.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.